Event description:
It was reported that during an unknown procedure, the surgeon fired the circular stapler and the cut was done half way and the stapling was done half as well. When fired it cuts and staples on one side and does not staple on the other side. The surgeon had to cut and suture in the area that it did not staple. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the surgeon fired the circular stapler and the cut was done half way and the stapling was done half as well. When fired it cuts and staples on one side and does not staple on the other side. The surgeon had to cut and suture in the area that it did not staple. There were no adverse consequences for the patient reported. One device was discarded.